Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. Additional information was requested, and the following was obtained: what color of the cartridge was used to transect the appendix? What color of the cartridge for the energy device was used to transect the mesoappendix? Were the appendix and mesoappendix taken with a stapler with one reload? Can you please provide the timeline of the events? Were there any staple formation issues identified throughout the care of the patient? What was observed in the reoperation? How were the issues addressed? We used the white staples. N/a just stapler, one reload, timeline 2 hrs, no staple formation issues noted, bleeding through the staple line observed and clips were applied.

Manufacturer narrative:
(B)(4). Date sent 12/24/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color of the cartridge was used to transect the appendix? What color of the cartridge for the energy device was used to transect the mesoappendix? Were the appendix and mesoappendix taken with a stapler with one reload? Can you please provide the timeline of the events? Were there any staple formation issues identified throughout the care of the patient? What was observed in the reoperation? How were the issues addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an emergency appendectomy, the patient bled through the staple line and needed to take the patient back to the operating room. No further information provided.